Event description:
(B)(4) clinical study. Same patient as 2134265-2011-03652. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction and in-stent restenosis. Lesion 1 was located in the mid right coronary artery with 65% stenosis and was 32 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement using a 3.5 x 38 mm taxus liberte stent with 0% residual stenosis. Lesion 2 was located in the distal left circumflex with 80% stenosis and was 25 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct stent placement using a 2.5 x 28 mm taxus liberte stent with 3% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented with left anterior chest pressure radiating to left shoulder and upper arm. ECG revealed normal sinus rhythm. With inferior q waves and r in v1 and v2. Subsequently the patient was diagnosed with non-st elevation myocardial infarction and hospitalized on the same day. The 99% in-stent restenosis in distal left circumflex was treated with balloon angioplasty. Post procedure, residual stenosis was 0%. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).